Event description:
In 2000 pt had a bilateral implant, itrell ii implantable pulse genereator for the treatment of stn and parkinson's disease. On event date the pt was exposed to electrocautery for a dental procedure. Since that event the hcp reported that the pt has shown significant cognitive decline and problems with keeping the stimulator in the "on" state. The pt had a series of MRI's done after the electrocautery. The hcp reported the results of the MRI showed the left side lead/extension connection had either migrated or was placed incorrectly and was below the skull, into the upper neck area otherwise nothing was out of the ordinary. The implantable pulse generators were explanted and replaced with new itrell ii implantable pulse generators. An updated report from the hcp indicates the pt has regained preincident symptom control. One side is controlling symptoms while the left side is still having intermittent problems. Pt is scheduled for surgery to install perc extension for direct trial stim and tentatively scheduled for lead in replacement two months later. The pt outcome shows minor improvement. Physician and hosp manual for model 7424 states; electrocautery can cause temporary suppression of ipg output and/or reprogramming of the ipg. No electrosurgical tip should ever be used in the vicinity of an implanted ipg/lead system.